Manufacturer narrative:
(B)(4): 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Ref MFR reports: 1627487-2013-15222; -15223; -15224. It was reported the pt was informed by her pain management physician that one of her leads has come loose. The pt indicates that depending on the angle she turns her head, she feels a poking, stinging, burning sensation. The pt stated the system was no longer working and she has not used or charged her scs system since early 2010. The pt was to meet with her physician regarding undergoing possible surgical intervention to address this issue.